Event description:
It was reported that during a cav4 procedure the po2 reading dropped to 30mm hg. The monolyth oxygenator was changed out with another monolyth oxygenator. The procedure continued without further incident. No pt injury.